Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes. (B)(4).

Event description:
It was reported that the patient underwent a l5-s1 alif in (B)(6) of 2013 in which rhbmp-2/acs and an lt cage were used. The patient reported that he has had complications "with the bone not growing" and was told he has not fused. He is on disability and on pain medications. CT and MRI scans have been performed.